Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 04/28/2016. Date of follow-up report: 05/17/2016. Initial testing of the incident device confirmed it would activate without the button being depressed. The device was disassembled and inspection found the activation button was worn on one side and the foam slightly compressed. However, the root cause of the failure could not be determined. Review of the manufacturing records found the product was released meeting specifications.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the coag button stayed stuck and a patient burn occurred. The burn was described as 1st degree burn on the outside of the right cheek. It was treated with cream.